Event description:
It was reported that when this ht70 ventilator and power cord was connected, a spark was observed at the connection port of the unit. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Initial reporter information cannot be provided due to (B)(6) privacy regulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code method and result codes h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when this ht70 ventilator and power cord was connected, a spark was observed at the connection port of the unit. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. As additional findings, the sp replaced pump and manifold assembly due to abnormal noise, on/off valve was replaced due to positive end-expiratory pressure (peep) lower than the set pressure and inlet filter assembly was replaced due to damage. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The investigation could not confirm the reported issue but found pump and manifold assembly, on/off valve and inlet filter assembly as secondary issue, a cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.